Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen would not calibrate. This was due to a broken touchscreen. The device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen was found to be intermittently out of calibration. There was no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.